Event description:
Event description guidant received information that at two days post-implant, a CT scan revealed this right ventricular lead had been mistakenly implanted in the left ventricle instead of the right ventrilce. This was determind to be due to the patient's anamolous anatomy, in which the superior vena cava flowed into the left atrium instead of the right atrium. The device and lead system was explanted without any adverse patient effect.